Event description:
The customer performed a blood glucose test and received a result of 140mg/dl. The customer felt their blood glucose level was lower because customer felt faint. Customer went to church and 45 minutes later blacked out. The customer was given sugar and 911 was called. Customer was unsure of treatment. Customer was taken to the hosp. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.